Event description:
The health care professional (hcp) requested a review of this implantable cardioverter defibrillator (ICD) event to determine if this therapy was appropriate or not. Based on technical services (ts) review, this device delivered one burst of anti-tachycardia pacing and two electric shocks in which second shock was able to convert the abnormal rhythm. Ts determined that it is very difficult to tell if this therapy was for true ventricular tachycardia (vt) or not and left it to the physician to decide. Device currently remains in service. No additional adverse patient effects were reported.